Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited cyclic noise on the electrograms that occurred when the patient was laying in bed. The noise occured just before and after each r wave. Lead measurements are normal. The device is programmed to vvi 40. The patient is not pacemaker dependent but does have a slow escape rate of 30-35 bpm and was symptomatic with the oversensing. The patient reported feeling better post shock. ,